Event description:
The customer reported that the tubing was noted to be leaking at the connection site of the quad fuse and primary tubing. Connections were checked and secured. A stat glucose was checked and was noted to be stable at 78. When the new IV fluids arrived a replacement set of tubing was connected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the connection site of the quad fuse and primary tubing was confirmed. Functional testing resulted in no leaking. Pressure testing resulted in a leak at the connection between the maxzero component and the connecting male luer. Closer inspection of the maxzero under magnification confirmed a microchannel on the interior maxzero walls that allowed fluid to leak. The cause of the leak is a microchannel found in the maxzero component. The root cause of the microchannel is an equipment error during assembly of the component.

Event description:
The customer reported that the tubing was noted to be leaking at the connection site of the quad fuse and primary tubing. Connections were checked and secured. A stat glucose was checked and was noted to be stable at 78. When the new IV fluids arrived a replacement set of tubing was connected. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing was noted to be leaking at the connection site of the quad fuse and primary tubing. Connections were checked and secured. A stat glucose was checked and was noted to be stable at 78. When the new IV fluids arrived a replacement set of tubing was connected. There was no report of patient harm.

Event description:
The customer reported that the tubing was noted to be leaking at the connection site of the quad fuse and primary tubing. Connections were checked and secured. A stat glucose was checked and was noted to be stable at 78. When the new IV fluids arrived a replacement set of tubing was connected. There was no report of patient harm.